Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. (B)(4).

Event description:
This report pertains to the first of two hologic devices used in the same procedures. See associated medwatch, manufacturer's report# 1222780-2014-00056. It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2015 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and "found a perforation". The novasure procedure was aborted. Dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.